Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the paint on the housing was damaged, causing the customer difficulty with loading a cartridge and changing supplies. Reportedly, the issue had impacted the customer's blood glucose levels. Reportedly, the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.